Event description:
About 2 endeavor sprint rx drug-eluting stents were implanted in the 1st obtuse marginal of a patient on the day of the index procedure. It was reported that the patient died suddenly in his sleep approximately 2 years and 10 months from the index procedure. (Ref MFR # 9612164201101263)

Manufacturer narrative:
(B)(4). Results - (death). Conclusion - no conclusion can be drawn.